Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803.

Event description:
The patient reported the top and bottom are still not straight and the whole mouth is getting cut up by the plastic that is missing since the retainers have been used for too long.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.